Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing episodes. It was concluded that there was baseline noise that is observed in regular intervals, similar to the behavior of myopotential over-sensing. No interventions were reported. There were no patient symptoms recorded.

Event description:
New information received noted that the patient presented in clinic on 3jun2020. Programming changes were made.